Event description:
Covidien monoject 60ml syringes ref# 1186000777. The tip of the luer-lok connection broke off from the teva onguard syringe adaptor during administration. FDA safety report ID# (B)(4).